Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9 (return to manufacture date),g3,g6,h2,h10. The defective components were received for further investigation. Part was received with a reported unit failure message of screen calibration would not pass. Fat performed visual inspection of this part received and part looks to be in good condition. Performed touchscreen calibration and failed calibration. The failure analysis and testing department verified the failure message of screen calibration would not pass. Touchscreen failed testing. Retaining touchscreen assy, in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced touchscreen assembly to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit would not pass screen calibration.